Event description:
The customer reported that the device would not longer open while applied to tissue. The tissue adjacent to the jaws had to be excised in order to remove it from the pt. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.